Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that there was air in line during infusion. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. One picture was provided by the facility. Visual examination of the photo could not confirmed air in line during infusion. The defect was not confirmed. Sample evaluation is valuable tool in investigating the cause of the reported incident. Further investigation was not possible without the actual sample. We will maintain this report for further references and continue to monitor other reports for similar occurrences. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.